Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data which revealed that the device reached elective replacement indicator (eri) on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device and have analyzed the data which revealed that the device reached elective replacement indicator (eri) on (B)(6) 2010. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device reached elective replacement indicator after new software was loaded. The device was reprogrammed. It was further reported that the device was at early elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data which revealed that the device reached elective replacement indicator (eri) on (B)(6) 2010. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device reached elective replacement indicator after new software was loaded. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.